Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly; it inappropriately tripped elective replacement indicator and end of service alert. The device also exhibited noise and multiple noise reversion episodes on the ventricular channel. The patient was brought to the clinic to clear the false alert on (B)(6) 2016. Firmware download was unsuccessful despite multiple tries; the device kept displaying an error message. The patient was nervous and anxious before device change out. During device change out procedure, the noise could be recreated when moving the header. The device was explanted and replaced successfully on (B)(6) 2016. The patient's condition was fine.

Manufacturer narrative:
Final analysis found a loose component, the top cover of the voice coil inside the pulse generator. The loose component caused device anomalies.